Event description:
A us distributor reported that a battery charger had a power connector problem.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (damaged power connector) was isolated to a damaged power supply connector. The root cause for the excessive force could not be positively identified. There was no adverse event that resulted from the damaged charger.